Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the blood glucose was high and the pump had a no delivery alarm. The customer¿s mother reported that son is on the insulin pump. Mother stated they cannot get into auto mode. Mother stated the issues started around friday (B)(6) 2018. The customer has been between the high 200mg/dl and 500mg/dl range. Mother stated she changed the infusion set because it was saying that the insulin flow was blocked. Mother stated last night customer was 500mg/dl. Mother stated there were some recent changes made to settings. Customer is reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. Customer¿s current blood glucose is 92mg/dl. The customer¿s mother declined to troubleshoot for high blood glucose. Customer treated high blood glucose with bolus from insulin pump. The insulin pump will not be returned for analysis.